Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported, the insulin pump kept alarming no delivery and doesn't know what to do. Customer did not recall blood glucose. Customer was advised to disconnect at quick release. Fixed prime was performed and insulin did exit and device alarmed no delivery. Customer was advised to remove the reservoir from the insulin pump. Disconnect and reconnect the reservoir and infusion set and slowly push insulin through the tubing. Customer reported the insulin did not exit with the plunger push. Customer then stated insulin does exit, but there was greater than normal resistance when attempting plunger push. Customer reports insulin does not exit and there is greater then normal resistance with plunger. Customer requested the device to be replaced. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.